Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery depleted due to normal battery depletion and subsequently shut down. Customer's blood glucose level was over 500 mg/dl. Customer turned pump back on and delivered a correction bolus to address the issue.